Event description:
Pursuant to info received from the physiican, the pt was implanted with a saline on 5/3/96, subsequently, it was noted that the prosthesis had extruded and delayed wound healing had developed in the pt's right hand and was removed on 8/23/96.